Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, there was an obstruction between the transmitter and the pump. The obstruction was removed and connection between the transmitter and the pump regained. No additional patient or event information was available.